Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis confirmed that the device did not charge efficiently by observing a charge timeout as-received. The device charged nominally when the battery was replaced with an external supply. No hybrid anomalies were found. Battery analysis revealed that the excessive charge time resulted from an increased battery resistance likely induced by lithium-severing, a known failure mode for 35 joule batteries. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was returned to the manufacturer after being explanted with no stated reason for replacement or indication of a product performance issue. The device was analyzed and tested out of specification. No patient complications have been reported as a result of this event.